Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Patient complains of e-3 error message. The patient states she is feeling tired/ fatigued, always hungry, urinating often, excessively sweating, and rapid respiration. The patient states the e-3 appears upon powering on the device. Verified the strips expire 2/17/2019. Customer verified that proper storage. Patient attempted glucose test fasting and the patient obtained two results, 346mg/dl and 338mg/dl. Reviewed meter memory: (B)(6). The patient stated she was concerned with the high results. The patient dated the time and date were not set on the meter. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; patient disclosed that her condition improved and states she did call her doctor based on the way she was feeling. The customer states she later went to see her doctor for an appointment previously scheduled. Patient states her doctor advised that she exercise more and closely monitor her levels in order to avoid and high or low results. No new medication was suggested or administered.